Manufacturer narrative:
Patient information is currently unavailable. The date of manufacture is currently unavailable. The hospital biomed has replaced the internal battery boards to fix the reported issue.

Event description:
The hospital reported that, during the case, the unit stopped ventilating. The unit was also noted with continual battery issues. There was no reported patient injury.